Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. It was also reported that the insulin pump has cracks and scratches on the display screen. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection. Unable to prime during prime/a33 alarm tests due to moisture damage noted in fsr. Pump passed basic occlusion and displacement test. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly.